Event description:
It was reported the patient¿s pocket site was infected. Antibiotics were prescribed. The patient was also experiencing drainage, incisional wound opening, pain, redness, and swelling. The patient did not have meningitis. The patient¿s lead was removed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lh5s, implanted: (B)(6) 2014, product type: lead. (B)(4).